Manufacturer narrative:
The device was returned to the service department of olympus (B)(4) for inspection. The device inspection confirmed following: the distal end and rubber were damaged and separated from the insertion tube. The fixing screw was loosened and came off. The fiber optic cable was broken. A leak from the insertion tube was found. The rubber was perforated. The insertion tube was crushed. There was moisture and fiber breakage in the image guide bundle. There was humidity on the eyepiece lens. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, based on the device inspection results by (B)(4), olympus medical systems corp. (Omsc) assumed that the separation of the distal end was caused by external stress on the distal end. The external stress may have been caused by user handling. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that the casing of the probe came off. The customer said the defect was natural wear caused by frequent use and cleaning routines. This event was reported not related to patient examination. There was no report of patient injury associated with this event.